Manufacturer narrative:
(B)(4). Batch # t5cw5g. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows tissue and an anvil between tissue. The second photo shows an ils device from trocar area, with all staples unformed and protruding from the guide face. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photos the events described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary the analysis results found that the ecs29a device arrived with no apparent damage, with 14 staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, ecs29a misfired - stapled was straight and no b shaped, knife didn't cut. Tissue was torn as a result. A competitive device was placed instead and suture needed. There were no patient consequences reported. Additional information was provided that there was no patient consequences due to the torn tissue. The tissue was cut with an endocutter and then a new device was introduce and re-anastomised the tissue ¿ to the surgeon claim. The surgeon claims that the anvil didn't fall off the device at any time.

Manufacturer narrative:
Product complaint # (B)(4). Updated device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present but was uncut without mark. Additionally, 14 staples were in the pockets. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.